Event description:
It was reported that this right atrial (ra) lead had an alert for a high out of range pace impedance measurement. The measurement was greater than 3000 ohms. A device review indicated that there were also 2 alerts, prior to the impedance alert, that showed minute ventilation noise oversensing. Additionally, the impedance alert switched the pacing configuration from bipolar to unipolar pacing, which resulted in oversensing of muscle noise. The right ventricular (rv) lead was unaffected by these observations. Troubleshooting was discussed, with the ra lead as the issue. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that this right atrial (ra) lead had an alert for a high out of range pace impedance measurement. The measurement was greater than 3000 ohms. A device review indicated that there were also 2 alerts, prior to the impedance alert, that showed minute ventilation noise oversensing. Additionally, the impedance alert switched the pacing configuration from bipolar to unipolar pacing, which resulted in oversensing of muscle noise. The right ventricular (rv) lead was unaffected by these observations. Troubleshooting was discussed, with the ra lead as the issue. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received which reported that this ra lead was later surgically abandoned due to loss of capture at maximum outputs in bipolar configuration. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.